Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a vessel perforation occurred. There were two target stenosis in the lesion near subclavian artery. Vascular access was obtained via antegrade approach from the left cephalic vein. The 90% stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery. Pre dilation was performed with a 3mm mustang balloon catheter. A 7x23x75 wallstent rp endoprosthesis encountered difficulty during insertion. The patient experienced pain and treatment of the first stenosis was canceled. Minor bleeding and a vessel perforation was noted at the mid portion of the target lesion. Approximately 10 minutes later, bleeding was stopped with no additional treatment. A rp8-38 wallstent was implanted at the 2nd stenosis located at the distal portion of the target lesion. The procedure was completed. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).